Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed gradually increasing shocking lead impedance measurements until the measurements were high and out of range.